Event description:
It was reported by the affiliate that the (1) er320 was used during an unk procedure. It was reported that the clip was malformed (did not cut the vessels). The case was completed with another device and there was no consequence to the pt.